Manufacturer narrative:
Product analysis: analysis was able to confirm the customer comment that the programmer screen was broken. It was noted that the programmer displayed an error indicating the power supply was overheating. The power supply was replaced. Additionally, the power cord bay was damaged, and the lowercase feet are missing. All found defective parts were replaced, and all other identified issues were resolved. Reconfigured the hard drive, reloaded and updated the software, and the programmer then passed all final functional and systems tests. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that the screen of the programmer was broken. The programmer has been returned for evaluation and subsequently tested out of specification during the manufacturer's analysis. There was no patient involvement.